Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse and customer performed a troubleshoot and discovered error code 1009, pressure regulation high, in the logs. The rse then advised the customer to verify the proximal and machine tubing connections, pressures and flows, replace the data acquisition (da) printed circuit board assembly (pcba), or replace the motor control pcba if needed. The customer acknowledged the rse's advice and would call back if further assistance is needed. Per customer response, the unit did not require repair. The customer ran the unit for 24 hours and was unable to duplicate the reported problem. The customer also confirmed the unit passed the performance testing. No further action was taken. The customer ran the device for 24 hours and was unable to duplicate the issue. No repair or replacement was required. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shutdown. It was reported there was patient involvement at the time the issue was discovered. However, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse). The rse recommended: verify the proximal and machine tubing connections; verify the pressures and flow; replace the da pcba; replace the mc pcba. Additionally, the rse recommended that the customer perform full performance verification testing to determine if the unit is operational or if repair is needed. The investigation is ongoing.